Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder removal") and experienced adverse event ("I had right one removed in 2008"). The patient was treated with surgery (hysterectomy). The reporter considered adverse event, cholecystectomy and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, hysterectomy,gallbladder removal. I had right one removed in 2008 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder removal") and experienced adverse event ("I had right one removed in 2008"). The patient was treated with surgery (hysterectomy). The reporter considered adverse event, cholecystectomy and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy,gallbladder removal ,I had right one removed in 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.